Event description:
An aus device was implanted on 2/9/96. On 2/10/96 a revision surgery was performed to add add'l fluid to the system. On 11/22/96 the cuff was removed from the pt, due to recurring incontinence-atrophy, and replaced.